Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. (B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 5 unopened racepacks. Analysis and results: there are no previous complaints of this code-batch. Manufactured and distributed (B)(4) units of this code batch, there are no units in stock. Tested the needle attachment of the samples received and the results do not fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled the OEM requirements. Final conclusion: taking into account that the results of the samples received do not fulfill the specifications of the OEM requirements, it is concluded that the complaint is justified. Actions on distributed product of this reference/batch: replace this code/batch to the customer or refund will be issued. Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be open if applies.

Event description:
Country of complaint: poland. Thread detaches from the needle - 4 cases with premilene.